Event description:
Procedure type: lap gastric bypass. According to the reporter: during the case, the balloon was infused with 25 cc of air, then the balloon burst. Another device was used. There was additional bleeding and nothing fell into the patient's cavity. There was no tissue damage and the operative time was not extended more than 30 minutes. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B)(4)